Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The unicel dxc 600 synchron system was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified suspect reagent probe a and wash collar and cracked cuvette wash tubing. The service documentation revealed that the fse replaced the reagent probe a, wash collar, and cuvette wash tubing; to resolve the issue. Additionally, the fse calibrated the instrument. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified the cause for the low digoxin. Therefore, the complaint event was confirmed.

Event description:
The following erroneous results were reported: low digoxin.